Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® serum blood collection tube there was difficulty or unable to pierce through the stopper. The following information was provided by the initial reporter. The customer stated: "the stopper is staying on when hemogard is removed. Customer has an automated lab system, roche 8100, which removes hemogard stoppers for sampling. In this instant, only the plastic portion of the hemogard portion was removed, while the rubber stopper remained in place, causing an alarm to go off, which shuts the line down completely, and negatively affected turnaround time for results for all tubes on the line at the time."

Event description:
It was reported the bd vacutainer® serum blood collection tube there was difficulty or unable to pierce through the stopper. The following information was provided by the initial reporter. The customer stated: "the stopper is staying on when hemogard is removed. Customer has an automated lab system, roche 8100, which removes hemogard stoppers for sampling. In this instant, only the plastic portion of the hemogard portion was removed, while the rubber stopper remained in place, causing an alarm to go off, which shuts the line down completely, and negatively affected turnaround time for results for all tubes on the line at the time."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation of material # 367814, batch # 0316749. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.